Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm on 01/13/2026. According to the patient¿s parent, on approximately 01/16/2026, the pediatric patient was at school when the sensor lost connection with the pump. The patient¿s blood glucose values were getting lower and the patient began to feel bad. The teacher called the patient¿s parent to inquire what should occur and the patient was taken to a pediatric clinic. The patient was treated with IV glucose, it was unclear who provided the medication. The patient was discharged after one day. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on approximately 01/16/2026, the pediatric patient was at school when the sensor lost connection with the pump and the patient required medical intervention from their health provider. The patient was treated with IV glucose, it was unclear who provided the medication. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.